Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath and supraventricular tachycardia and complained that their implantable pulse generator (ipg) was not working. It was identified that atrial events appear to be falling in blanking /refractory at times, possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress as well as detection of ventricular heart rate instead of at/af. The ipg remains in use. No further patient complications have been reported as a result of this event.